Event description:
During use of the device during cardiopulmonary bypass, the electronic gas delivery system alerted the user that recalibration was required. Upon attempting the recalibration, an error message was displayed. Manual control of gas flow rate and fio2 remained available. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Actual device involved in the event was evaluated. Performance tests performed. Outlet. Foreign material contamination. User error caused event. The computer activity logs of the device were examined. The log of the gas delivery system showed that at the time that the user increased the oxygen flow rate from 0 to 3.2 l/min, the system's oxygen sensor measured a value that differed from the setpoint. This was a true difference in oxygen concentration, due to back pressure caused by blockage of the outlet tubing from the gas system. The system issued a calibration warning message, according to its specifications. The blockage was removed and normal function was restored. The user was advised of the cause of the loss of calibration.